Manufacturer narrative:
This event occurred in (B)(6). The retuned probe was analyzed. It was determined that the tip was visibly bent. However, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c07, and d02 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the probe was blended. No patient was present at the time of the event. Additional information was received. It was reported that the tip of the instrument was bent. Additionally, it was suspected that the damage was caused by successive use.